Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was determined to be depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 5.08.92, categorized as remediated. A service history review has been performed and the device has been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter as it was serviced on-site by a baxter field service technician. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
A baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.